Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient left eye due to complaining of blurry vision and could not see closely as expected. Another j&j lens of same model but different diopter was implanted. There was no patient injury and interventions. Patient is doing well post-op. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/21/2020. Device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed a detached haptic, viscoelastic residue on the optic body and haptic, and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.